Manufacturer narrative:
Zimmer biomet complaint number (B)(4). This event was initially reported under 3002806535-2019-00544; however, it was reported under the wrong MFR number. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient fractured a rail on the tibial component. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated via x-rays and the reported event was confirmed. An x-ray image was provided and reviewed by a health care professional. Review of the available records identified the following: a linear metallic body which appears dislodged from the hardware found in the posterior joint space, presumably fractured and displaced from the tibial plateau component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.